Event description:
A us distributor contacted zoll to report that a patient developed a cut while using lifevest equipment. Patient described the area as a bleeding cut on the head from hitting head on banister while responding to alerts on monitor. There was no alleged device malfunction contributing to the cut. There is no indication that the patient received medical intervention. Outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.